Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling, bruise, hematoma, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruising, edema, hematoma, skin irritation and pain: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Haematomas. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips (border, inferior volume and superior volume). Patient was massaged. Two weeks later, the patient returned for a review and massage of lips. A lump was noted on the superior left side and massage but unable to "completely rid lump." The "lumps appeared once injected and the swelling had subsided." The lump was more noticeable when the patient smiles. Another two weeks later, the patient returned to the clinic still "unhappy with lump in superior left volume." Patient was massaged to smooth out the lip, but the lump was still visible. Patient has complained that they have "an uneven smile" and are "embarrassed to smile." The "top left lip is noticeably larger than the right side and drops down." Symptoms have reduced but are "still visible when the [patient] smiles." Over a month after the injection, the patient opted for an additional injection with juvéderm ultra xc in the top lateral left lip, superior right lip, the mid lip on left vermillion border side and lower lip. Numbing cream was used prior to injection. The patient returned later that day with "large bruise and swelling to superior left lip" and the patient had "incurred a haematoma." The lip was "tender when touched and only slightly tender when at rest." Patient was treated with ice, arnica cream and panadol. Hematoma is ongoing. Patient concomitantly takes contraceptives. This is the same event and the same patient reported under MDR ID #3005113652-2016-00862 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection with juvéderm ultra xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lips (border, inferior volume and superior volume). Patient was massaged. Two weeks later, the patient returned for a review and massage of lips. A lump was noted on the superior left side and massage but unable to "completely rid lump." The "lumps appeared once injected and the swelling had subsided." The lump was more noticeable when the patient smiles. Another two weeks later, the patient returned to the clinic still "unhappy with lump in superior left volume." Patient was massaged to smooth out the lip, but the lump was still visible. Patient has complained that they have "an uneven smile" and are "embarrassed to smile." The "top left lip is noticeably larger than the right side and drops down." Symptoms have reduced but are "still visible when the [patient] smiles." Over a month after the injection, the patient opted for an additional injection with juvederm ultra xc in the top lateral left lip, superior right lip, the mid lip on left vermillion border side and lower lip. Numbing cream was used prior to injection. The patient returned later that day with "large bruise and swelling to superior left lip" and the patient had "incurred a haematoma." The lip was "tender when touched and only slightly tender when at rest." Patient was treated with ice, arnica cream and panadol. Hematoma is ongoing. Patient concomitantly takes contraceptives. This is the same event and the same patient reported under MDR ID #3005113652-2016-00862 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection with juvederm ultra xc.